Manufacturer narrative:
An x ray was provided that showed the screws were still in the original plate. The plate will not be returned to the company. The plate was kept by the hospital's lab. According to the doctor, the patient was noncompliant. Dr. Has no other questions or concerns. No lot number information was provided. There are no similar reports in the company database for this part number. The instructions (IFU) warn against use in patients who would ignore post-operative instructions and limitations of internal rigid fixation. Patients must closely follow the post operative instructions from their surgeon. The IFU also warns that use of undersized implants in ares of high functional stress may lead to implant fracture and failure.

Event description:
Patient received a 1.6mm t plate on (B)(6) 2010. The device was explanted on (B)(6) 2010, because the plate had fractured. Doctor replaced device with a 2.0mm t plate. An x ray was provided that showed the screws were still in the original plate. The plate will not be returned to the company. The plate was kept by the hospital's lab. According to the doctor, the patient was noncompliant. Dr. Has no other questions or concerns. No lot number information was provided. There are no similar reports in the company database for this number. The instructions (IFU) warn against use in patients who would ignore post-operative instructions and limitations of internal rigid fixation. Patients must closely follow the post operative instructions from their surgeon. The IFU also warns that use of undersized implants in areas of high functional stress may lead to implant fracture and failure.